Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the site was unable to track their microscope. Troubleshooting was performed over the phone. It was noted that initially the cable was plugged into port a and not b. Once they swapped the port, they had green status on the microscope but were still unable to track the microscope. A manufacturer representative asked if the site could manipulate the drape to make sure the trackers weren't covered but the site declined to do that. They proceeded without navigating the scope. The procedure was completed using the navigation system and there was no reported impact to patient outcome.